Event description:
It was reported that the customer's device was showing all three icons (attention, service wrench and charge-pak) and the device's electronic download indicates that the internal hlc batteries have been depleted. These two symptoms can result in the device not having sufficient power to deliver effective defibrillation therapy to a patient, if needed. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The third party service agent evaluated the device and verified the reported issue. The service agent recommended that the customer replace the device due to the age. The device has not been returned to physio-control for further evaluation. The cause of the reported issue could not be determined.